Event description:
During a coil embolization procedure in an effort to situate the coil accordingly in the aneurysm, the dr. Had to retrieve it a few times; in a last effort the coil self-detached from its shaft and was deployed in the aneurysm. The dr. Tried to retrieve it several times with a snare; however, the coil was breaking down into small pieces. So part of the coil still remains in the brain of the pt.